Manufacturer narrative:
Event description: it was reported that during a sas surgery a part of the device broke off inside the patient. The broken piece was retrieved out of the patient. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
It was reported that during a sas surgery a part of the device broke off inside the patient. The broken piece was retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.